Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a problem with her patient programmer. The patient reportedly observed a poor communication screen when attempting to connect to her implantable neurostimulator (ins). For the fourteen days prior to report, the patient¿s programmer had been unable to communicate with her ins. After replacing the programmer¿s batteries however, ¿it returned to work perfectly.¿ there were no patient injuries reported due to the event. Additional information stated the cause of the event was that the programmer ¿just needed to change batteries.¿ the patient was reported to have been ¿receiving effective therapy normally¿ as of two days after initial report.

Event description:
It was reported that a patient lived 100 meters from a cell site and their implantable neurostimulator (ins) frequently turned off. The patient was able to turn the ins on with patient programmer. No interventions or patient outcome were reported regard this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.